Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became partially unreadable with lines across the screen upon the user waking, while the user¿s concurrent fingerstick blood glucose was 92 mg/dl and backup therapy by injection was available. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no alerts or alarms, and a device replacement was arranged. Investigation included collection of user feedback and return of the device for evaluation. Investigation of this device revealed a display malfunction consistent with a screen failure, associated with the device¿s display component, with no evidence of physiological harm. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display.